Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patients controller was replaced on (B)(6) 2021 due to a broken while power lead. The patient reported a high number of "no external power" alarms on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power lead on the system controller was confirmed via visual analysis. The reported no external power alarms were not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. There were no alarms in the log file related to the reported no external power alarms. Pump operation was not affected. The heartmate 3 system controller was tested and passed preliminary testing and a burn in test on a mock loop. Damage to the white power cable strain relief was observed. The system controller was not able to pass continuity testing on both power cables during functional testing due to higher-than-expected resistance measurements. The controller cables were stripped and no damage to the underlying wires that were measured was observed. The system controller functioned as intended despite not passing continuity testing on the cable wires. Although not confirmed, the observed higher than expected resistances may have contributed to the reported alarms. The root causes of the reported events were unable to be determined in this analysis. Incidental findings: fluid ingress. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. The heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.